Manufacturer narrative:
The investigation into this complaint has been completed and it consists of an on-site investigation performed by our field service engineer and evaluation of the returned ventilator logs. No parts were replaced. The on-site investigation by our field service engineer (fse) could not reproduce the reported low o2 concentration alarm condition during simulated use testing. Several pre-use checks were successfully carried out by fse. No problem could be established. The ventilator logs were saved. No parts were replaced during the visit at the hospital. The evaluation of the returned ventilator logs cannot confirm the event regarding the low o2 concentration alarm, as the logs did not cover the reported date of event. There was no indication of a ventilator malfunction in the received device logs. The cause of the reported issue related to the low o2 concentration alarm cannot be established by this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated low 02 concentration alarm during patient treatment. There was no patient harm. (B)(4).